Manufacturer narrative:
A medtronic representative went to the site to test the equipment. O-arm and s7 navigation system checkout was performed with no issues found. The reported event could not be duplicated by onsite medtronic personnel. Training with the surgeon was performed and the training rep learned that the surgeon was not using the instruments correctly. The software investigation found that the software functioned as designed.

Event description:
A medtronic representative reported that during a post op spin, one screw was less than 1mm lateral. The surgeon decided to leave the screw as is. No patient harm. The surgeon was using universal drill guide (udg) to make the initial hole for screw insertion. No negative impact to the patient was reported.

Manufacturer narrative:
Patient date of birth and weight now provided.